Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A customer reported the system locked during a vitrectomy procedure. The case was not completed. The patient outcome is unknown. Additional information has been requested, but none received to date.

Manufacturer narrative:
The system was examined and the reported event was replicated. The software revision was installed to address the issue. Although reinstalling the software resolved the issue, why the system locked up remains inconclusive. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on may 25, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).